Event description:
The customer reported to olympus, during reprocessing, the age of cystoneprofiberscope tested positive for 2 colony forming units (cfus) of microbes on (B)(6) 2023. The device was retested on (B)(6) 2023 and tested positive for 12 cfus of microbes. The device was retested on (B)(6) 2023 and tested positive for 23 cfus of microbes. The device was retested on (B)(6) 2023 and tested positive for 3 cfus of microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating there was no suspected patient infection and no deviations in reprocessing occurred. Pre-soaking was performed. During manual cleaning, the device passed the leak test. The detergent used was anios. The instrument/suction channel, balloon channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. It was unknown if the distal end was brushed with the channel-opening brush and the single use soft brush(maj-1888). It was unknown if the distal end was flushed with the maj-2319(distal end flushing adapter). The device was rinsed before manual disinfection. The disinfectant used was anios ph 1000. All channels were flushed with and immersed into the disinfectant. The water quality used for rinsing after disinfection was sterile water. The concentration and expiration date of the disinfectant was controlled. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; microbe name: micrococcaceae; amounts of bacteria: 1 cfu/endoscope; position detected: all channels. Sampling date: (B)(6) 2023; microbe name: n/a; amounts of bacteria: >1 cfu/endoscope; position detected: all channels. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber wear and tear; - connecting tube scratched; - image guide bundle has spider web cracks; - channel mount damaged; - mouthpiece damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.